Manufacturer narrative:
B2 outcomes attrib to adv event: updated with additional information received. B5 describe event or problem: updated with additional information received. H1 type of reportable event: updated with additional information received. H6: impact code corrected from f02 death to f26 no health consequences or impact. D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
Reported via clinical study. It was reported that perforation and death occurred. A left atrial appendage (laa) closure procedure was performed in a canine as part of a preclinical study. A 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A gross necropsy external inspection of the heart showed one anchor tactile and visible above epicardial surface. Did not snag glove but highly likely an acute transmural perforation. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. It was further reported that the animals showed no adverse clinical signs and were euthanized as planned per protocol.

Manufacturer narrative:
D4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
Reported via clinical study it was reported that perforation and death occurred. A left atrial appendage (laa) closure procedure was performed in a canine as part of a preclinical study. A 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A gross necropsy external inspection of the heart showed one anchor tactile and visible above epicardial surface. Did not snag glove but highly likely an acute transmural perforation. No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal.